Event description:
Patient was revised to address infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. C. No information was obtained. The investigation could not draw any conclusions regarding the reported event based on the available information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update** (B)(6) 2013 - patient's medical records were received. Records indicate upon revision a crack developed in the metaphysis. The femoral sleeve was added to the complaint. The devices associated with this report were still not returned. A complaint database search for the newly added product finds no other reported incidents against the provided product and lot combinations since their release for distribution. Patient medical records were received and reviewed. The investigation could not draw any conclusions about the reported event with the provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.